Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous lead system exhibited noise on all three channels. The noise on the ventricular rate/sense channel was oversensed and caused an inhibition of ventricular pacing. There were no adverse patient affects reported.